Manufacturer narrative:
Claim# (B)(4).

Event description:
An presentation titled " pigment dispersion syndrome secondary to implantation of icl with center hole in a patient with concave iris configuration", indicated patient noted to have pigment dispersion, iris atrophy and vault 300. Lens explanted 6 months post-op. Vision stable. Corneal clear. Patient started on eye drop (latanoprost). Additional information has been requested but none has been forthcoming.